Event description:
The plate was found broken approx thirteen months after implantation. The broken plate was revised.

Manufacturer narrative:
Eval summary: the reconstruction plate broke approximately 13 months after surgery. The plate fragments were examined macrographically, fractographically and microanalytically to reveal the reason for failure. The investigation showed that the plater failed in fatigue mode resulting from cyclic mechanical overload. Failure reasons related to material and application were not detected. Microanalysis showed the plater to consist of pure titanium. The surface quality in the vicinity off the fracture location is decreased by grooves. This may have accelerated the failure process. In addition to the metallurgical exam the medical opinion of a healthcare professional was obtained. Based on this the following factors may have contributed to failure. The reconstruction was performed without bone graft. After this period without bone graft a fracture can occur, even if the device is correctly applied. Considering the location of the plate in the present case, extensive adaptation and bending was required-but in a careful way, to avoid extermely overload of an individual segment. As part of the continuous process of product improvement redesign for the locking screw system was initiated.